Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nissen fundoplication, the surgeon crossed a clip with the shear and received a solid tone error tone and the blade broke off outside the patient. The second device blade cracked while being used in the same area. Another type of device was used to complete the case. There was no consequence to the patient.